Event description:
During a fistuloplasty, the balloon crossed stenosis uneventfully. Stenosis was just beyond distal end of sheath, which had a radiopaque tip. The balloon inflated normally to 19 atm and held for 30 secs. As pressure was released, it became apparent that the balloon had burst as blood came back into the inflation device. The balloon appeared to deflate completely. During the attempt to withdraw into the sheath, it became stuck. Continued attempts to retrieve resulted in the distal portion of the balloon remaining in the pt's arm. Subsequent imaging revealed remains of the balloon bunched up at the puncture site on the wire. The catheter tip and distal half of the balloon were surgically removed. Unscheduled venotomy to explore fistula and remove fragment and repair vein. Additional venous access for dialysis.

Manufacturer narrative:
Evaluation: a visual examination of the returned used and damaged device confirmed the balloon has separated, with approx 1cm of the balloon material still attached to the proximal bond site, leaving approx 3cm of the balloon material detached from the main shaft. The tip material was noted to have separated from the proximal balloon bond site, with material elongation present throughout the entire length. It was also found that one of the two gold marker bands was missing. The returned balloon device exhibited a longitudinal rupture with a circumferential tear where the segment of balloon is attached to the main shaft. We have seen this type of situation occur if the balloon has been placed into a heavily scarred area of the vessel or possibly placed in a restricted vessel where calcification is present and/or the device exceeds the rated burst pressure (rbp) parameters. The info provided informed us the balloon was inflated up to 19 atm. The rated burst pressure (15 atm) for the above listed device is located on the product label as well as on the strain relief. We suggest that prior to use, reference be made to the attached information for use (IFU) booklet where it is stated: "particular care should be taken in handling the balloon to prevent damage. It will inflate to the indicated size parameters when utilizing pressure recommendations." Under the heading warnings, it is also stated: "do not exceed rated burst pressure. Rupture of the balloon may occur. Adhere to balloon inflation pressure parameters in fig. 1 (ref page 4). Over-inflation may cause rupture of the balloon with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures." We can assure this device is visually inspected to be free of bends, kinks and other surface imperfections, prior to further processing. We have notified the appropriate personnel of this report and will continue to monitor this device.